Manufacturer narrative:
The subject device was not returned to omsc for evaluation but was returned to olympus china (osh). Osh checked the subject device and found that the indicators on the front panel of the subject device blacked out and the alarm occurred due to the failure of the pressure sensor on the electrical circuit board, and the gas flow rate was insufficient due to the failure of the first regulator unit. Omsc reviewed the manufacture history (DHR) of the subject device and confirmed no irregularity. Based upon the information from osh, omsc surmised that the reported phenomena were attributed to the following. The alarming and the black out of the indicators might be attributed to the failure of the pressure sensor on the electrical circuit board due to the aging deterioration because five years and six months had passed since the subject device was manufactured. The insufficient gas flow rate might be attributed to the failure of the first regulator unit due to the aging deterioration because five years and six months had passed since the subject device was manufactured. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during the unspecified timing, the subject device could not be used and gave error code. There was no report of patient injury associated with the event.